Manufacturer narrative:
The customer no longer has the strips.

Event description:
The customer stated the staff reported a concern with a patient result and complained that the rubber feet are worn on the meter. The customer stated a female patient walked into the emergency room because she was not feeling well. Her complaint was a headache. At 15:46 a blood sugar result of 574 mg/dl was obtained on the accuchek inform ii (serial number (B)(4)). At 15:55 a venous sample was drawn and the laboratory result was 107 mg/dl. The meter result of 574 mg/dl was believed to be incorrect. There was no treatment given to the patient based on any of the readings. The patient was released from the emergency room. There was no adverse event. The controls were run and passed within 24 hours of the reported erroneous result. The suspect product was requested to be returned, however, the strip vial is no longer available. The replacement product was sent. There was no information provided that would point to a cause for the result discrepancy. The given medication is not currently known to interfere with the accuracy of the test results. A specific root cause for the event could not be determined. The product was not returned for investigation.